Event description:
Manufacturer/importer was telephonically notified by the equipment owner / enduser of an incident in which a pt was injured during movement of the x-ray system. The equipment owner has provided few details and has refused access to persons involved in the incident including the injured pt and the technician (s) operating the equipment at the time of the incident. The pt involved in the incident has not been identified to the MFR. Therefore, this description of the event relies solely upon the initial, second-hand info provided by the equipment owner. The incident was called in to swissray's sales rep by the chief executive officer of the facility. He reported that an incident occurred in 2008, in which the bucky (x-ray detector assembly) of a swissray ddr modulaire system came down on a female pt's foot, fracturing the foot and severing a toe. The procedure being performed at the time was a sunrise knee image. The pt reportedly underwent surgery to repair the injury to her foot and toe.